Event description:
Customer reported that the thermogard ivtm system serial (B)(4) displayed sytem error "m ID:09" (air trap assembly). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system s/n (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that the thermogard ivtm system displayed "m ID:09" (air trap assembly) error message was confirmed during archive data review and functional testing. The root cause of the m ID:09 error was due to a defective air trap sensor block, likely attributed to an aging device. The console was manufactured in february 2012 and is 10 years old, well past the expected service life of 5 years. During visual inspection, there was no physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The thermogard console failed the initial functional testing due to m ID:09 error message, thus confirming the reported complaint. The air trap sensor block was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).